Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. The hospital biomedical technician replaced and locked the cables at the back of the screen.

Event description:
The hospital reported that, during a case, there was a failure of the ventilator. The clinician reportedly swapped out the anesthesia machine. There was no reported patient injury.